Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : all product disposition is scrap for this complaint, sample placed in secured storage. The previous g4 (B)(6) 2021 under (B)(4) was incorrect and changed to (B)(6) 2021 which was the correct awareness date.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The threading on the cup impactor because cross threaded after impacting the cup. Consignment. Tagged to be returned to warehouse . I thought the lot number was j0910 as per the picture, however this option is not available on the to fill for lot number. Was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, (B)(6). Device property of: none, device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot all product disposition is scrap for this complaint, sample placed in secured storage.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: all product disposition is scrap for this complaint, sample placed in secured storage.,the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.